Event description:
It was reported that the right atrial (ra) lead was dislodged and free-floating in the right atrium. It was also reported that the right ventricular (rv) lead position looked questionable on fluoroscopy. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.